Event description:
The reporter stated he received the er1 message "about 3 months ago". He cannot recall any histroy associated with this message except that he retested and did not see the er1 message again.